Manufacturer narrative:
The patient was not injured. The hygienist's arm was bruised. A dealer service technician inspected the unit on site. The horizontal arm casting was cracked at the end that connects with the master control. The manufacturer has requested return of the arm for evaluation.

Event description:
The hygienist was moving the tubehead of the x-ray unit into position to take an x-ray. The horizontal arm broke loose at the end connected to the master control unit installed to the wall. The arm dropped and the patient caught the cone end of the tubehead and the hygienist caught the rest of the arm.